Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), uterine perforation ('migration of essure device: 3rd device imbedded into uterus/ perforation (uterus),/migration'), embedded device ('migration of essure device: 3rd device imbedded into uterus'), device expulsion ('partial expulsion') and genital haemorrhage ('gen abnormal bleed') in a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test" and device use issue "multiple essure inserted". The patient's medical history included multigravida (3), parity 2 and miscarriage. Concurrent conditions included overweight, migraine, seasonal allergy, energy decreased and uterovaginal prolapse. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (loestrin 24 fe). On (B)(6)2008, the patient had essure inserted. In 2010, the patient experienced migraine ("migraines/headaches"). In 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/ large amount of blood clots"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), nausea ("nausea"), abdominal pain ("abdomen pain"), uterine pain ("uterus pain") and vulvovaginal pain ("vagina pain") and was found to have weight increased ("weight gain"). In 2013, the patient experienced hot flush ("hot flashes"). On (B)(6)2018, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required), 9 years 11 months after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), coital bleeding ("bleeding with sex"), vomiting ("vomiting"), metrorrhagia ("bleeding when not on my period/ spotting when not on period"), pelvic pain ("chronic pain"), headache ("headache") and asthenia ("decreased energy") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (hyst. (Full), salping. (Bilateral) and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2018. At the time of the report, the device breakage, uterine perforation, embedded device, device expulsion, genital haemorrhage, female sexual dysfunction, dysmenorrhoea, hot flush, nausea, uterine pain, vulvovaginal pain, weight increased, coital bleeding, vomiting, metrorrhagia, pelvic pain, headache, weight decreased and asthenia outcome was unknown, the vaginal haemorrhage, menorrhagia, dyspareunia, migraine and abdominal pain had resolved and the fatigue was resolving. The reporter considered abdominal pain, asthenia, coital bleeding, device breakage, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, female sexual dysfunction, genital haemorrhage, headache, hot flush, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, uterine pain, uterine perforation, vaginal haemorrhage, vomiting, vulvovaginal pain, weight decreased and weight increased to be related to essure. The reporter commented: insertion date discrepancy noted: (B)(6)2008, (B)(6)2008, (B)(6)2008, (B)(6)2008. The essure were placed without difficulty in both tubes. Two coils in right and two coils in left current weight: 190 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.8 kg/sqm. Pathology test - on (B)(6)2018: left fallopian tube, portion of silver metallic coil from uterus within lumen left tubal stump. A 2nd coil identified within right fallopian tube lumen. A 3rd coil identified within the fundus.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-dec-2019: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration of essure device: 3rd device imbedded into uterus/ perforation (uterus),'), embedded device ('migration of essure device: 3rd device imbedded into uterus') and device expulsion ('partial expulsion') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test" and device use issue "multiple essure inserted". The patient's medical history included multigravida (3), parity 2 and miscarriage. Concurrent conditions included overweight, migraine, seasonal allergy, energy decreased and uterovaginal prolapse. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (loestrin 24 fe). On (B)(6) 2008, the patient had essure inserted. In 2010, the patient experienced migraine ("migraines/headaches"). In 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/ large amount of blood clots"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), nausea ("nausea"), abdominal pain ("abdomen pain"), uterine pain ("uterus pain") and vulvovaginal pain ("vagina pain") and was found to have weight increased ("weight gain"). In 2013, the patient experienced hot flush ("hot flashes"). On (B)(6) 2018, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required), 9 years 11 months after insertion of essure. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), coital bleeding ("bleeding with sex"), vomiting ("vomiting") and metrorrhagia ("bleeding when not on my period/ spotting when not on period"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, embedded device, device expulsion, female sexual dysfunction, dysmenorrhoea, hot flush, nausea, uterine pain, vulvovaginal pain, weight increased, coital bleeding, vomiting and metrorrhagia outcome was unknown, the vaginal haemorrhage, menorrhagia, dyspareunia, migraine and abdominal pain had resolved and the fatigue was resolving. The reporter considered abdominal pain, coital bleeding, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, female sexual dysfunction, hot flush, menorrhagia, metrorrhagia, migraine, nausea, uterine pain, uterine perforation, vaginal haemorrhage, vomiting, vulvovaginal pain and weight increased to be related to essure. The reporter commented: insertion date discrepancy noted: (B)(6) 2008, (B)(6) 2008, (B)(6) 2008, (B)(6) 2008. The essure were placed without difficulty in both tubes. Two coils in right and two coils in left current weight: (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.8 kg/sqm. Pathology test - on (B)(6) 2018: left fallopian tube, portion of silver metallic coil from uterus within lumen left tubal stump. A 2nd coil identified within right fallopian tube lumen. A 3rd coil identified within the fundus. Concerning the injuries reported in this case, the following ones in patient¿s medical record; confirming-weight increased, vaginal hemorrhage, menorrhagia, hot flush, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-oct-2019: pfs and mr received. Reporter information updated. Case is upgraded from other event to incident. Previously reported event injury is replaced with new events: abnormal bleeding (vaginal), abnormal bleeding (menorrhagia)/ large amount of blood clots, apareunia (inability to have sexual intercourse), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, hot flashes, migraines/headaches, migration of essure device: 3rd device imbedded into uterus/ perforation (uterus), partial expulsion, nausea, abdomen pain, uterus pain, vagina pain, weight gain, bleeding with sex, multiple essure inserted, vomiting, bleeding when not on my period/ spotting when not on period, patient did not undergo essure confirmation test. Medical history, lab data and concomitant drug were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), uterine perforation ('migration of essure device: 3rd device imbedded into uterus/ perforation (uterus),/migration'), embedded device ('migration of essure device: 3rd device imbedded into uterus'), device expulsion ('partial expulsion') and genital haemorrhage ('gen abnorm bleed') in a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test" and device use issue "multiple essure inserted". The patient's medical history included multigravida (3), parity 2 and miscarriage. Concurrent conditions included overweight, migraine, seasonal allergy, energy decreased and uterovaginal prolapse. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (loestrin 24 fe). On (B)(6) 2008, the patient had essure inserted. In 2010, the patient experienced migraine ("migraines/headaches"). In 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/ large amount of blood clots"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), nausea ("nausea"), abdominal pain ("abdomen pain"), uterine pain ("uterus pain") and vulvovaginal pain ("vagina pain") and was found to have weight increased ("weight gain"). In 2013, the patient experienced hot flush ("hot flashes"). On (B)(6) 2018, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required), 9 years 11 months after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), coital bleeding ("bleeding with sex"), vomiting ("vomiting"), metrorrhagia ("bleeding when not on my period/ spotting when not on period"), pelvic pain ("chronic pain"), headache ("headache") and asthenia ("decreased energy") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (hyst. (Full), salping. (Bilateral) and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, uterine perforation, embedded device, device expulsion, genital haemorrhage, female sexual dysfunction, dysmenorrhoea, hot flush, nausea, uterine pain, vulvovaginal pain, weight increased, coital bleeding, vomiting, metrorrhagia, pelvic pain, headache, weight decreased and asthenia outcome was unknown, the vaginal haemorrhage, menorrhagia, dyspareunia, migraine and abdominal pain had resolved and the fatigue was resolving. The reporter considered abdominal pain, asthenia, coital bleeding, device breakage, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, female sexual dysfunction, genital haemorrhage, headache, hot flush, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, uterine pain, uterine perforation, vaginal haemorrhage, vomiting, vulvovaginal pain, weight decreased and weight increased to be related to essure. The reporter commented: insertion date discrepancy noted: (B)(6) 2008, (B)(6) 2008, (B)(6) 2008, (B)(6) 2008. The essure were placed without difficulty in both tubes. Two coils in right and two coils in left current weight: 190 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.8 kg/sqm. Pathology test - on (B)(6) 2018: left fallopian tube, portion of silver metallic coil from uterus within lumen left tubal stump. A 2nd coil identified within right fallopian tube lumen. A 3rd coil identified within the fundus. Concerning the injuries reported in this case, the following ones in patient¿s medical record; confirming-weight increased, vaginal hemorrhage, menorrhagia, hot flush, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: ppf received. Added event device breakage, decreased energy, weight loss, headache, chronic pain, gen abnorm bleed. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.